Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (dim/fading/colorspctrm w/moist) issue; moisture behind the display. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow up #1 submitted: 09/16/2015. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump was returned to the manufacturer and investigated by product analysis on 8/18/2015 with the following findings: on investigation, the display screen was verified to be discolored. A leak test was performed revealing moisture ingress at the display lens into the inside of the pump. There was no moisture inside the battery compartment. Investigation confirmed the discolored display and the moisture ingress inside the pump.